Event description:
The customer reported via phone that they experienced low blood glucose. The customer also reported passing out from their low blood glucose events. Customer reported the insulin pump has been alarming for the past two nights due to their low blood glucose. The customer reported their blood glucose declined to 32 mg/dl the previous night. Customer also reported they would fall downstairs and has broken their foot from experiencing low blood glucose. It was also found the customer had neuropathy and kidney disease. Customer declined to troubleshoot at the time of the call. The insulin pump will be returned and replaced due to a label anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.